Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button became stuck down. Reportedly, the customer pressed the wake button multiple times and the button began functioning as expected again. Customer's blood glucose level was not impacted.